Event description:
No patient involvement. Tip is broken -- frayed component noted at the base of the curved tip. Manufacturer response for monopolar curved scissors, (brand not provided) (per site reporter) device was handed to surgical coordinator in materials management and the device was returned to manufacturer.